Event description:
A malfunction occurred as the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer through several troubleshooting steps, but the screen remained unresponsive. A replacement pump was sent to the customer, and they were advised on backup therapy using injections to ensure insulin delivery was uninterrupted. The customer was guided on how to handle and return the faulty pump and confirmed their understanding of the instructions provided for the replacement device.